Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 and 90.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance during insertion into a microcatheter. The microcatheter mentioned in the complaint was not returned for evaluation. All penumbra coils are functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being advanced through another manufacturer's microcatheter, the ruby coil pusher assembly became bent. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.